Event description:
Customer reported a power source alert 07 while using a tandem charging cable and wall adapter. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which enabled the pump to begin charging without further assistance needed.